Manufacturer narrative:
(B)(4). Correction: the previous follow-up report indicated that no sample was available for evaluation. A sample has since been received and examined. Device evaluation: the reported complaint could not be confirmed. The customer returned an introducer sheath which appeared typical. The sheath was functionally tested with the laboratory leak tester and no leaks were observed. A catheter from lab inventory was inserted into the sheath and no leaks were observed. A lab inventory luer lock syringe was connected to the sidearm and water was aspirated into the sheath while the catheter was inserted and no bubbles were observed in the syringe. A review of manufacturing records did not yield any relevant findings. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Correction: the initial report indicated that it was unknown if this event had been reported. Since then we have received information via medwatch report 220101000-2015-8008. Additional information: patient details have been added. Information has been added to the event description. A review of manufacturing records was conducted with no relevant findings.

Event description:
It was reported the procedure was being performed in the intensive care unit. The customer stated the device was flushed before insertion. After the swan ganz was placed, they withdrew from the side port and got a lot of air. As a result, they stopped aspirating. They removed and replaced with a new device for the patient. There was no delay in treatment and no patient death or complications reported. The sales rep was present for the procedure and the physician was very gentle when inserting the swan which went in smoothly. It was also noted that the guide wire may have disrupted the integrity of the introducer.

Event description:
It was reported the procedure was being performed in the intensive care unit. The customer stated the device was flushed before insertion. After the swan ganz was placed, they withdrew from the side port and got a lot of air. As a result, they stopped aspirating. They removed and replaced with a new device for the patient. There was no delay in treatment and no patient death or complications reported. The sales rep was present for the procedure and the physician was very gentle when inserting the swan which went in smoothly.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.